Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege patient suffered symptoms and damage to his body including but not limited to constant and severe pain and discomfort in his left thigh, groin, and hip-joint, difficulty sitting without substantial pain and discomfort, difficulty walking more than a block without severe pain and discomfort even when using a cane. Difficulty standing for about five minutes before his left hip feels like it is dislocating, creating severe pain. Difficulty ascending stairs without pain and instability. Metallosis damaging the bone and tissue surrounding the implant as well as other infection and inflammation of surrounding bone and tissue; chromium and cobalt metal toxicity, and inability to perform his job effectively due to the constant pain and discomfort.